Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient mentioned "their programmer was not working. It can't be working. It was not staying at the program that they program it to". Patient mentioned she watched tutorial and read through patient therapy guide and user guide "but it's not helping her figure out what they are doing wrong". Patient mentioned she had a return in symptoms stating "they peed all over myself yesterday". Patient mentioned return in symptoms has been "periodically but not as bad as yesterday" stating patient had an accident 3 times yesterday and didn't make it to the bathroom. Patient mentioned she adjusted stim settings, but this morning when they checked settings, stim was "down to zero". The patient was able to use equipment during call which indicated patient was using the equipment correctly. The patient synced with programmer and stimulation was on at 0.8 or 0.9 on program 1. During call, patient increased stim to 1.3 and confirmed stim felt at strong but comfortable level in recommended area. Patient mentioned she noticed that "when the programmer is removed, they don't feel the stim as strong as when it's on" but confirmed stim was still felt when programmer removed. Patient then mentioned she doesn't feel stim after a while. Patient also stated "one or two times when they laid down they could feel it, but not very often. The other night was the first time they experienced feeling it". Patient mentioned she can tolerate pain so she would rather turn stim to an uncomfortable level to have therapy work. There were no further symptoms or complications reported or anticipate.